Manufacturer narrative:
A compressor mini was reported not working. A service engineer found issues in the compressor motor and replaced it. The device returned to normal use and the motor was sent back for further investigation. The returned compressor with motor started as expected and the reported issue could not be reproduced. If the compressor turns off during ventilation, o2 level would go up. The compressor mini would generate low pressure alarm, and the connected ventilator would also generate alarms. If the compressor cannot deliver enough air pressure, the connected ventilator will alarms for low air supply pressure and high o2 concentration. If no o2 gas is connected to the ventilator system, it may lead to stop of ventilation. As the reported issue was not reproduced, the root cause for the motor not starting could not be determined.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the compressor did not start. There was no patient harm. Manufacturer's ref.#: (B)(4).